Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that while in use the needle ar-12990n (lot: 15336337) snapped inside the scorpion device. There was no harm for patient, operator or third party reported. No further information received.